Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was barely able to feel any stimulation in his back and leg. The patient had a sudden change in stimulation therapy approximately 3 weeks prior to this report with no trauma or falls. It was reported that the impedance measurements on some of the bipolar pairs were high. All pairs with electrodes 4-7 had impedance measurements above 4000 ohms or were elevated above 2000 ohms which would have caused stimulation issues on that side. That side corresponded with the patient's left side and the patient was not getting any stimulation on that side. The patient was getting some stimulation on his right side using electrodes 0-3. During reprogramming the patient felt stimulation in his legs and hip areas but it ebbed off and was not able to sustain on both sides. It was reported the patient had a reprogramming session in (B)(6) 2012 and reported stimulation was not as good. It was noted that the battery level was at 2.94v, which indicated it was still in the early stages of depletion. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3887-33, lot# j0007980v, implanted: (B)(6) 2000, product type lead. (B)(4).

Event description:
Follow up information received reported that the patient had surgery on (B)(6) 2012 at which time they received a new full implantable neurostimulator (ins) system. Following the procedure, the patient was reported as getting good paresthesias. If additional information is received, a follow up report will be sent.